Event description:
Independent repair center: alleged key failure defective. Unit will not start. As stated on the repair statement independent repair center: alleged key failure on/off switch control panel defective. Unit will not start.